Event description:
It was reported that smoke was coming out of the back of the docker during the docking cycle. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician could not duplicate the event of smoking. The tech installed a new pneumatic panel and electro magnet and returned the unit to service.

Event description:
It was reported that smoke was coming out of the back of the docker during the docking cycle. There was no patient involvement and no adverse consequences associated with the device.